Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient¿s distal pulse was poor in the impella site. Fem/fem bypass was done, and leg warmer used. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
New information was received and recorded in b(5). Upon completion of our investigation, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured hemolysis with a "definite" relationship to the impella device. As a result, hospitalization was prolonged. The patient's family ultimately made the decision to withdraw care and the patient expired.

Manufacturer narrative:
When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Pump was not returned for investigation. Data logs were investigated but no suction alarm, motor current spike, positioning issues, etc. Were observed. Data logs were inconclusive. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information provided. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B5: additional narrative added for new information received for stroke and hematoma. H6: coding for health effect, health impact, investigation findings and investigation conclusions added for new information received and investigated. The investigation for the reported issues has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B2: date of death was corrected from (B)(6) 2023. H1: corrected to event type death.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured a hematoma of right femoral impella access site with a "definite" relationship to the impella device used: ¿concern for visual hematoma of the right femoral artery accompanied with a drop in hemoglobin (hgb) while on heparin. CT reveals stranding in the area of concern, but negative for obvious hematoma. The patient received 2 units of packed red blood cells (prbc), stabilizing hemoglobin. Groin impella access site was stable. After prbc transfusion the patient's hgb improved to 10.2 g/dl. Heparin was stopped and resumed once the patient's hgb was stabilized. Loqi also reported that the patient endured intracranial hemorrhage- subarachnoid/intraparenchymal with a "possible" relationship to the impella device used: ¿CT-head without contrast (21 nov 2023) reveals acute subarachnoid/intraparenchymal hemorrhage. Acute intraparenchymal hemorrhage in right basal ganglia ruptures into the right sylvian fissure; subarachnoid hemorrhage of suprasellar, prepontine, interpeduncular and peri-mesencephalic cisterns. Anticoagulation/antiplatelet medications held. Per loqi the patient also endured ischemic stroke with a "possible" relationship to the impella device used: ¿patient developed left sided hemiparesis. CT reveals right mca infarct and occlusion of proximal right m2 branch with reconstitution in m3 branch. Embolectomy was unsuccessful. Follow-up CT reveals large subarachnoid hemorrhage. Care measures were transitioned to comfort care. Time of death was called (B)(6) 2023 at 0640.¿